Manufacturer narrative:
A svc tech has serviced the device. Upon initial checkout the driver operated properly. In an attempt to recreate the reported problem the tech manipulated the computer boards in both modules. Upon applying pressure (pressed forward) on the boards he was able to cause the front panel on the bottom module to freeze and to elicit a low battery alarm in the top module. The tech removed the mother boards, cleaned the connectors, reseated the boards and adjusted the brackets. The driver was fully serviced and returned to service. No further info is available at this time.

Event description:
The ICU doctor reported that the lower module of the drive console, supporting a bi-ventricular (bi-vad) pt, alarmed, the screen froze and the pump stopped. The upper module continued to operate. The pt was hand pumped and switched to a back-up driver without incident.

Manufacturer narrative:
The knife was dimensionally inspected using a smart-scope. The result of the inspection revealed the geometry and cutting edge were within product specifications. The cutting performance of the coring knife was tested by coring a normal animal heart (pig heart). The test was based on using the coring knife cut through normal tissue, and was not used as a direct representation to an ailing human heart. The result of the test revealed the coring knife cut through the tissue with relative ease. The manufacturer has initiated a preventive and corrective action to address possible design related issues. No further information is available. The manufacturer is closing its file on this event.